Manufacturer narrative:
Ge's medical team reviewed the event details and assessed the injury as minor. A ge field engineer (fe) was dispatched to the site and found that there was a misalignment issue in the table's foot pedal mechanism, preventing the locks from engaging. The fe made the necessary adjustments in the pedal mechanism and verified that the table locks were performing as expected.

Event description:
It was reported that the table locks did not actuate when the foot pedal was released, causing the tabletop to unexpectedly free float for approximately 2-3 seconds. The incident occurred as the technologist was positioning the patient. The technologist released the pedal and leaned against the table which did not provide the expected resistance. In an attempt to prevent herself from onto the patient, the technologist sustained lumbar and cervical strain. The patient was given anti-inflammatories and placed on light duty for the next seven days. The patient on the table was not affected by the incident.